Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical territory associate (cta) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm3) sterile adapter would not engage. Cta stated this occurred previously and issue had returned. Cta has ruled out user error as the usm leds were illuminated, but the sterile adapter discs were not spinning upon installation. Prior to calling, customer replaced the drape with no change and also power cycled the system where the drape then recognized on usm3. No related errors were observed in live logs. Customer proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm). System inspected, tested, and verified as ready for use. Isi received the usm for evaluation, however, at this time, evaluation is not yet complete. A follow-up MDR will be sent post-evaluation and/or if additional information is obtained. A review of the procedure logs was performed. Per the review, the following was confirmed: system serial - (B)(4) , event date ¿ (B)(6)2022 and procedure name ¿ cholecystectomy. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the fse replaced a usm after the completion of a procedure due to intermittently not accepting sterile adapters. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Fa confirmed and replicated the reported complaint. The usm was tested in an in-house system, and it failed normal mode. It did not recognize sterile adapter, but no error code occurred/registered). When the usm was tested in a psc fixture test platform (pftp), it passed all line 0940 and 0960 required tests. System logs recorded an error 22020. During a visual inspection of the carriage, no signs of fluid intrusion was found. As a fix to the reported problem, axes controller, carriage logic (accl) and all presence pins will be replaced. Additionally, due to error 22020, degrees of freedom¿s (dof) six and eight gearbox and rotors will be replaced. The parallelogram assembly will be replaced. A routine pm was performed and resulted in the replacement of link y/p and link the covers. The usm linear bearing was inspected using asset# a58428 and the results are as follows: 0.372" (eft# 707278-01): passed. 0.373": passed. 0.374": passed. 0.375": failed. The linear bearing will not be replaced as unit passed inspection. The top motor housing passed. No gap found. During inspection, the parallelogram was misaligned. Parallelogram assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.